Event description:
It was reported that during the implant procedure, an attempt was made to place the left ventricular (lv) lead in the posterolateral branch, but the lead fixation failed. The lv lead was not used and a different lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.